Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing. Review of the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) found that the patient had received inappropriate shocks in the past in the other two sensing vectors. The field representative suggested conversion to a transvenous implantable cardioverter defibrillator (ICD), however the patient opted to monitor for a month. The s-ICD and electrode remain in service and no adverse patient effects were reported.